Event description:
It was reported that the stopcock on the sideport of the sheath introducer was inadverently left open by the hosp personnel and the pt suffered an air embolism and died. This event was not due to any deficiency with the product.